Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2016 due to hydrocephalus. According to the report, the patient was transferred to another hospital for treatment in early november. On (B)(6), the patient had anemia, low protein, and experienced weight loss. Upon performing a CT scan, it was found that the patient¿s ventricles had enlarged significantly. It was stated that the patient must always wear an oxygen cylinder otherwise they could not breath smoothly. Reportedly, the patient awareness was now clear, but they were unable to move. The patient¿s family requested assistance in adjusting the pressure level of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.